Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, once the 29mm sapien 3 valve was fully inflated (nominal volume), the balloon ruptured; however, the valve was implanted in perfect position (60:40 aortic/ventricular). After the balloon was pulled back into the esheath, surgical support was required in order to remove the balloon from the femoral artery. The patient was noted to have left the operating room in stable condition. It is perceived that the balloon burst was caused by the patient¿s annular calcification.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018- 04728.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned inserted through the esheath and loader cap. Visual inspection revealed gouges on the flex tip. The balloon shoulder was flared out and a full radial burst was observed. No balloon pieces appeared to be missing. The crimp balloon appeared to be compressed. A small puncture on the sheath shaft approximately 1 inch from the sheath tip and minor scratches along the sheath shaft were observed. A partial tear on the distal tip of the sheath was observed. The marker band was intact and circumferential delamination approximately 1 inch in length was observed. Review of the post procedure photos of the balloon were also review. The inflation balloon was burst radially and was inverted over the nose tip. The nose tip assembly wings were flared out. No functional testing could be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness were taken on the balloon. All measurements met specification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the inflation balloon undergoes 100% visual inspections of the critical balloon dimensions, as well as 100% visual inspections for defects. A balloon burst pressure test and additional visual inspections are also performed on sample devices from each lot. During the manufacturing process, the delivery system undergoes 100% air pressure leak testing. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. The lot cannot be released if any of the samples fail the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty¿ were confirmed; however, no manufacturing non-conformities were found in the returned device. A review of the manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported event. In addition to procedural factors (manipulation of the device), patient factors (valvular calcification) likely contributed to the balloon burst during valve deployment. It is likely that the burst balloon got caught on the distal tip of the sheath during device withdrawal, contributing to the withdrawal difficulties and subsequent surgical removal of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.